Manufacturer narrative:
Reason for reoperation was suspected rupture. The device was found to be intact upon removal. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "pain". The device has been explanted.